Event description:
It was reported that the patient had presented for an atrioventricular (av) node ablation procedure. After the procedure, it was found that the right ventricular (rv) lead had exhibited noise oversensing, which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event date should have been on (B)(6) 2025, rather than on (B)(6) 2025.